Manufacturer narrative:
Batch review performed on 10 march 2026: gmk-sphere 02.12.0004r gmk-sphere femoral component cemented - 4r lot. 2316289 (k121416) lot 2316289: (B)(4) items manufactured and released on 08-nov-2023. Expiration date: 2028-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r lot. 2316356 (k121416) lot 2316356: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the reported cause was metal allergy with no alleged device deficiency or contributing factor, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 years 1 month after the primary, the patient came in due to signs of a metal allergy and the cause is unknown. The surgeon revised the gmk-sphere to gmk-hinge tinbn coated system. The surgery was completed successfully.